Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5). Complaint record ID # (B)(4).

Manufacturer narrative:
Event site postal code: (B)(6). The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Reference complaint # (B)(4).

Event description:
It was reported that 4 to 5 days after initiation of intra-aortic balloon (iab) therapy, the catheter ruptured. The facility believes that this was caused by calcification. On (B)(6) 2024, blood was observed within the extender tubing of the iab, however, the iab was continued to be used for therapy. Approximately 6 hours after this issue was confirmed, the patients condition quickly deteriorated and an attempt was made to remove the iab percutaneously, but the attempt failed. Therefore, surgical intervention was performed and the iab was removed from the patient. At the time of removal, a large amount of thrombus was observed in the patient's vessel. The patient's general condition was reported to be poor prior to and after the initiation of the iabp therapy. The patient was reported to have expired.